Event description:
It was reported that approximately 36 months post implant of a bifurcated device and a suprarenal aortic extension, an endoleak was detected between the components. The physician elected to bring the patient back on (B)(6) 2014 and implanted an additional suprarenal aortic extension, which did not completely stop the leak, after attempts to locate the origin. The physician reversed heparin and is monitoring the patient to find out if the endoleak will resolve on its own.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. Suboptimal medical documentation and imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to the lack of a pre implant CT scan. Product use might have been incongruent with the IFU due to bilateral iliac angulations greater than ninety degrees. The patient's use of antiplatelet therapy might have contributed to this complaint due to the increased risk of bleeding complications. One day post implant, there was evidence of a partial stent collapse just above the bifurcation and a low velocity endoleak mid body (delayed imaging was not available). Overlap was adequate. Eleven months post implant, there was evidence to support a type ii endoleak distal aorta without an interval sac growth, as well as progressive stent separation. Overlap was still adequate. Twenty-three months post implant, there was evidence to support a type ia, type ii, and type iiia endoleak, along with a partial stent separation (stent graft compliant). The secondary procedure, refractory endoleak, and the final patient disposition could not be established due to lack of information. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.